Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR:2134265-2017-09326. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. The 30mm watchman ® laa closure device & delivery system (wds) was used with a double curve watchman® access system (was). The closure device was deployed too proximally in the laa. The physician performed a partial recapture up to the anchors, but the legs of the device failed to fully recapture inside the was. They tried redeploying the closure device to change the orientation of the anchors, but the closure device still did not allow a complete recapture. The physician tried to loosen the anchors by turning the deployment knob clockwise. Finally, after another strong push of the was using a hammer hold with the thumb against the touhy, the physician was able to complete a full recapture. It was noted that all the recapture attempts were performed within the laa. They completed several transesophageal echocardiogram (tee) sweeps and they did not reveal any pericardial effusion. At that time they observed on the cine screen that the blue atraumatic tip of the was had folded back. After the full recapture was completed, the physician disconnected the 30mm wds from the was and deployed the 30mm closure device on the sterile back table. Here they noticed that an anchor was bent and likely caused the folded tip of the was. The physician opted to leave the was and a 2nd 30mm wds was prepped, snapped into the was and deployed. Two partial recaptures were performed to cover the posterior lobe. The 2nd 30mm closure device fulfilled criteria and was therefore released in the laa. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds). The implant was fully deployed, attached to the core wire.the hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed damage to the anchor(s), sheath kink (located 4 cm from the tip of the device), a core wire kink (located 3.5cm from the tip) with inner shaft damage (abrasions) from anchors during recapture, and tip damage (tricut flared, abrasions, slight delamination). Implant was removed from the core wire during analysis. The implant was consistent with reported information. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR:2134265-2017-09326. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was performed. The 30mm watchman ® laa closure device & delivery system (wds) was used with a double curve watchman® access system (was). The closure device was deployed too proximally in the laa. The physician performed a partial recapture up to the anchors, but the legs of the device failed to fully recapture inside the was. They tried redeploying the closure device to change the orientation of the anchors, but the closure device still did not allow a complete recapture. The physician tried to loosen the anchors by turning the deployment knob clockwise. Finally, after another strong push of the was using a hammer hold with the thumb against the touhy, the physician was able to complete a full recapture. It was noted that all the recapture attempts were performed within the laa. They completed several transesophageal echocardiogram (tee) sweeps and they did not reveal any pericardial effusion. At that time they observed on the cine screen that the blue atraumatic tip of the was had folded back. After the full recapture was completed, the physician disconnected the 30mm wds from the was and deployed the 30mm closure device on the sterile back table. Here they noticed that an anchor was bent and likely caused the folded tip of the was. The physician opted to leave the was and a 2nd 30mm wds was prepped, snapped into the was and deployed. Two partial recaptures were performed to cover the posterior lobe. The 2nd 30mm closure device fulfilled criteria and was therefore released in the laa. No patient complications were reported and the patient status is good.